Manufacturer narrative:
The 4f pro PICC was returned for evaluation. Visual inspection revealed what appears to be a slice near the 6cm mark. When viewed under a microscope the slice is smooth, consistent with being cut with a sharp instrument such as a scalpel. A tear or burst would have a more jagged appearance. Definitive root cause cannot be determined but is most likely not manufacture related. The instructions for use (IFU) contains the following catheter precautions: do not use sharp instruments near the extension lines or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After implantation it was not possible to flush and not aspirate blood. When the catheter was flushed, liquid came out from the puncture site. The doctor pulled the PICC. The PICC has a split after 5-6 cm from the puncture site towards the heart. The doctor implanted a new PICC from the same puncture site.